Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a a blood leak was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed and no obvious defects were found. An underwater leak test was performed and no leakage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
A customer contacted baxter (B)(4) regarding a blood leak from a xenium dialyzer. The home patient (hp) stated that she had a blood leak from her xenium 210 dialyzer, where the couplings were attached. However there was no blood leak alarm on the machine and in her description to the nurse, the hp made it sound like the blood was coming from the top of the filter where the arterial lines were attached. Dialysis was resumed using new lines and filter, without any problems. There was patient involvement; however, there was no patient injury or medical intervention, associated with this event.